Event description:
It was reported that a patient with a sling device underwent a surgical procedure due to unspecified reasons in which an artificial urinary sphincter (aus) was implanted. No additional information was reported.